Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2022, it was observed that the cordcutter device was too tight to pull the lever thoroughly that it did not cut the suture. The procedure was delayed less than 30 minutes. There were no adverse patient consequences reported. No additional information was provided.